Event description:
The facility reported an infusion pump that pumped backwards. This report was noted during patient use. The biomedical technician stated that the operator of the device stated that the operator of the device saw blood being drawn into the tubing from the patient. The pump was in pigyback mode and heparin was being infused. The IV set was changed and the operator still observed the blood being drawn into the tubing. The technician stated that the pump was set at a rate of 10 ml/hr. The technicician tested the pump and found the lock washer stuck on the check valve. The technician stated that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, or medication involved.